Manufacturer narrative:
Manufacturer testing of retain samples was unable to replicate the "tissue is falllng [sic] off the slides during ihc" reported by the customer. The root cause for the "tissue is falllng [sic] off the slides during ihc" reported by the customer could not be unequivocally determined from the information available. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrence of this issue for this product lot. Quality control testing was complete and passed. If additional information is received an additional follow up MDR will be submitted.

Event description:
On 03 april 2025, leica biosystems received the following information: "tissue is falling off the slides; 2nd section falls off, oven is used 30 min, affects only ihc, not all sections fall off. No irretrievable tissue loss was reported."